Event description:
It was reported that the insulin pump gave an alarm, and had a loose drive support cap. It was stated that the customer did press on the drive support cap while being connected to the infusion set. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A cracked reservoir tube lip, scratched lcd window, missing end cap sticker and cracked belt clip slot noted.